Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon used this white tibial impactor piece on a universal handle to impact the tibial component during final implantation. As he struck the handle, the tibial impactor cracked along the top of the impactor piece that clips into the universal handle. No surgical delay.

Event description:
Additional information received stated that the impactor broke in two pieces. All pieces were retrieved from the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.